Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) pacing lead was hospitalized for a non-device related issue. While in the hospital, pacing failure was observed on the electrocardiogram (ECG) monitor. The device was interrogated with a programmer and the rv lead pacing impedance was greater than 3,000 ohms. A revision procedure was performed. The lead was disconnected from the device and tested on the pacing system analyzer (psa), with pacing impedance measurements of 450 ohms. A lead fracture was still suspected, so the lead was surgically abandoned. A new competitive rv lead was implanted, and the competitive device was also replaced with another competitive device. The physician suspected an incomplete lead fracture at the puncture site, as the puncture was made vertically for lead insertion. No additional adverse patient effects were reported.

Manufacturer narrative:
As the lead was not able to be returned for analysis, clinical observations cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.